Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. The patient's mother also reported insertion in the patient's arm. The device is not indicated for insertion in arm.at the time of the call to dexcom technical support, patient did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). The complaint device was not returned for investigation. However, data was received and downloaded on (B)(4) 2014. A review of the downloaded data log confirmed the reported event of inaccurate blood glucose values.